Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the humidity remains could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During evaluation of the device at the customer site, the customer¿s allegation of error b30 was confirmed, and it was due to a failure in the connection socket caused by humidity remains. In addition, the xenon lamp was exhausted and subsequently replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source encountered error b30 (communication error). The issue occurred during the middle of the procedure. The diagnostic colonoscopy procedure was completed by changing operating room with the patient sedated (propofol) and using another endoscopy tower without delay. There were no reports of patient harm.